Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. Treatment was not reported and the cause is unknown. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review was conducted for potentially associated lot numbers h13g16022, h13i04032, h13l02031 and h13k08071 there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.